Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The indications for use were intractable spasticity and cerebral palsy.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(4) 2007, UDI#: 1(B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: (B)(4) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was clarified that the reason the pump was replaced was due to eri (elective replacement indicator); there were no pump issues and no symptoms. It was indicated that it was not applicable if the patient's symptoms had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial (B)(4) implanted: (B)(6) 2005, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 23-aug-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to de liver gablofen [2000 mcg/ml] at 674 mcg/day. The indication for use was unknown. It was reported that patient didn¿t feel his pump was working as well, and he felt more tight. The event date was reported as (B)(6) 2018. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was reported that surgery was performed as part of diagnostics/troubleshooting; there were a few drips of fluid from the catheter when it was disconnected from the pump, and then a better flow when the pump connector/proximal portion was changed. As an action/intervention taken to resolve the issue, surgical intervention occurred, and they replaced the pump and changed the proximal portion of the catheter. It was unknown if the issue was resolved at the time of the report. The patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked, but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was indicated that the pump would be returned to the manufacturer for analysis. Additional information was received from the rep on 2018-apr-04. It was stated that the proximal segment of the catheter that was removed would not be returned because the scrub nurse inadvertently threw it away. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found no anomalies which affected infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-apr-17. It was clarified that the pump would not be returned for analysis, as it was also disposed of by the scrub technician.